Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular lead exhibited high capture threshold. The patient condition was stable. No additional information was reported,